Event description:
Reportedly the patient was treated in (B)(6) 2012 at which time a non-abbott stent was placed in the right coronary artery (rca). The patient presented to the hospital on (B)(6) 2012 with a septic joint in the left wrist; however, within the first 24 hours of hospitalization, he developed severe chest pain in the absence of electrocardiogram changes (normal sinus rhythm without st segment shift, t-wave inversion, or q waves) or positive cardiac biomarkers (troponin was negative). Based on the patient's clinical history, the patient was triaged to the cardiac catheterization laboratory on the evening of (B)(6) 2012. Coronary angiography showed multi-vessel coronary artery disease. At that time there appeared to be a contained perforation of the proximal rca and possibly a fracture of a stent at that site. Angiography of the rca noted an aorto-ostial dissection (small flap) inferior border at proximal edge of ostial stent. There were multiple overlapping stents extending from the ostium to the mid segment. However, there was a fracture of the proximal rca stent, circumferentially with clear separation of the proximal and distal portions of those stent(s). At that site there is a large pseudoaneurysm measuring approximately 15 mm in diameter. There is 50% narrowing in the mid rca and mild luminal irregularities in the distal rca. There is a 40% stenosis in the distal rca segment just distal to the right posterior descending stent. The patient has been maintained on asa and prasugrel 10 mg twice daily. His coronary angiogram showed a very rare phenomenon, specifically a fracture of the previously placed non-abbott stent ((B)(6) 2012) with a coronary pseudoaneurysm at the site.

Manufacturer narrative:
(B)(4). It is suspected that this stemmed from a small coronary perforation at that site, possibly related to a prior coronary intervention. It is believed that the coronary perforation sealed itself off and thus the patient did not die at that time. It is also possible that this may have represented an acute coronary perforation, although doubtful. Based on the patients symptoms, the physician believes the coronary pseudoaneurysm was the source of the patient's chest discomfort and consulted cardiothoracic surgery. The patient was not appropriate for coronary artery bypass surgery because of the septic joint. It was agreed that the patient would benefit from placement of a covered coronary stent. Coronary intervention was performed on the proximal rca segment. The rca was engaged with a 7fr jr4 guiding catheter. Several attempts to pass a bmw guide wire across the aneurysmal segment appeared to lead to the guide wire passing through the side struts. The physician was initially unable to deliver a graftmaster 4.0x19 mm to the site due to the prior implanted stent with fractured stent struts so an ironman was placed across the site and the bmw guide wire was used as a buddy wire. This permitted delivery of the graftmaster stent; however, the proximal struts of the graftmaster had to be compressed with a 4.0 non-compliant balloon. The stent was positioned with the proximal edge just outside of the right coronary ostium. This resulted in a seal of both the aorto-coronary dissection (small flap) and exclusion of the aneurysm. The patients chest heaviness improved but did not resolve. There was no edge dissection. There was timi-3 flow into the distal rca. The patients clinical condition improved after placement of the device and he was symptom free when the physician spoke to him on (B)(6) 2012. Elective coronary artery bypass graft will be planned for a later date with surgical revascularization of the rca. A clinically significant delay in procedure was not reported. No additional information was provided. Guide cath: 7fr jr4. Stent: resolute integrity. The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.